Event description:
The customer was hospitalized for high bgs. The customer stated that their bgs were elevated after changing the set. Customer bolused multiple times and bgs did not come down after treating with a manual injection. Troubleshooting was performed. The programming and histories on the pump were accurate. The reservoir was removed from the pump and further testing could not be performed.